Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Customer provided sample photo only. No device was returned

Event description:
It was reported that the hospital received twenty new pcus and forty new pump modules that were delivered within the past few weeks. However, during initial setup, system error 133.6080 displayed on pcu. There was no patient involvement.

Event description:
It was reported that the hospital received twenty new pcus and forty new pump modules that were delivered within the past few weeks. However, during initial setup, system error 133.6080 displayed on pcu. There was no patient involvement.

Manufacturer narrative:
Omit: a070504 - premature discharge of battery (1057), g02002 - battery, c020702 - loss of power.